Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode delivered two inappropriate shocks due to myopotential oversensing. Attempts to reprogram did not resolve. An x-ray confirmed that the electrode is too high. The system was deactivated pending intervention. New information received indicates that surgical intervention was performed and the electrode was successfully repositioned. Besides surgical intervention, there were no adverse patient effects reported. The electrode remains implanted and in service.